Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported a right side seroma-late, pain and lump/nodule-not device related. Ultrasound, MRI and biopsy performed. Device has been explanted.

Event description:
Physician reported a right side seroma-late, pain and lump/nodule-not device related. Ultrasound, MRI and biopsy performed. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, red particles on the shell, cloudy color in the gel, and deformation. After autoclave cycle were observed: voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.